Event description:
The customer reported the unit failed to power up and the ac indicator light was not lit. There was no report of adverse impact to the involved patient.

Manufacturer narrative:
(B)(4). The customer reported the unit failed to power up and the ac indicator light was not lit. There was no report of adverse impact to the involved patient. The unit was evaluated by a philips field service engineer and the symptoms were verified. The ac power module was replaced to resolve the reported issue. We are considering this incident to have been caused by a failure of the ac power module.